Event description:
It was reported that the patient was admitted in (B)(6) 2024 for sepsis secondary to pseudomonas bacteremia secondary to urinary tract infection (uti) and driveline exit site (dles) infection. The patient also had methicillin-resistant staphylococcus aureus (mrsa) dles infection.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2024 until (B)(6) 2024. The patient had a urine culture and the driveline exit site (dles) was growing pseudomonas, which was suspected to be related. The patient was treated with intravenous (IV) cefepime inpatient and a 14 day course of levofloxacin ordered on discharge. The patient was kept on lifelong suppressive levofloxacin.

Manufacturer narrative:
Corrected data: section b2: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.